Event description:
The customer called and reported she was experienced high blood glucose over 400 mg/dl. The customer stated her blood glucose had gone up to 575 mg/dl. During troubleshooting, customer stated the drive support cap appeared normal. The high pressure test was performed. The first time, the insulin pump did not alarm. When the test was repeated, it passed. Customer was advised to change the entire set, reservoir, and insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.